Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) regarding magnetic resonance imaging (MRI) compatibility for this pacemaker system. Ts reviewed the device programming and noted that this right ventricular (rv) lead was programmed to unipolar due to bipolar lead impedance greater than 3000 ohms. Ts advised that rv unipolar pacing is non-MRI conditional. Ts discussed potential reprogramming options for MRI scanning, to be performed at this physician discretion. No adverse patient effects were reported. This rv lead remains in service.